Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty faulty force sensor. The insulin device passed the rewind, basic occlusion, occlusion and displacement test. No motor error alarm noted. Motor passed motor test. However dried insulin found on the motor slide. The device was received with missing end capsticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 166 mg/dl. Troubleshooting was performed. The device was returned for analysis.